Event description:
The customer observed falsely elevated platelet (plt) results generated on the cell-dyn emerald that do not match the patient¿s clinical history. The following data was provided (customer¿s reference range 140 ¿ 440 k/ul): sample ID (B)(6) initial result = 76 k/ul, repeat result at another lab on another cell-dyn emerald = 20 k/ul, repeat result at another lab on beckman coulter = 9 k/ul. It was noted that the customer believes that the results of 20 and 9 are correct as they match the patient¿s clinical history. No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 9/18/2023. The field service representative (fsr) inspected the instrument and decontaminated it which resolved the issue. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. A review of tracking and trending for the cell-dyn emerald did not identify an increase in complaint activity. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the cell-dyn emerald for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated platelet (plt) results generated on the cell-dyn emerald that do not match the patient¿s clinical history. The following data was provided (customer¿s reference range 140 ¿ 440 k/ul): sample ID (B)(6) initial result = 76 k/ul, repeat result at another lab on another cell-dyn emerald = 20 k/ul, repeat result at another lab on beckman coulter = 9 k/ul it was noted that the customer believes that the results of 20 and 9 are correct as they match the patient¿s clinical history. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.